Event description:
The customer states that pt results generated on the cell-dyn 1700 analyzer do not correlate with manual differential slides. The customer states that pts drawn for routine blood work are generating hemoglobin results in the 70 to 80 g/l range. Also, a pt with known hemochromatosis, who usually generates hemoglobin values at 190 g/l, today generated a result of 110 g/l. No results were reported from the lab. No error codes or alert flags were generated. Controls were in specifications. There is no impact to pt management reported.